Manufacturer narrative:
Concomitant medical products: product ID: 438-35s-52 ,competitor lead: implanted: (B)(6) 2009, linox sd 65/18 competitor lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was an increased threshold on the left ventricular (lv) lead. The lead was reprogrammed. At device check several months later, it was confirmed there was failure at high output on the lv lead. The lead was turned off. It was also reported there was suspected premature battery depletion on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.